Manufacturer narrative:
Return of product has been requested. Product and lot number not provided by the reporter therefore unable to proceed with product investigation at this time. Full evaluation will occur upon receipt of the returned product.

Event description:
Metal rod came out of brushhead into mouth [device breakage]. No adverse event. Case description: a consumer reported that while her (B)(6) daughter was using an oral-b rechargeable toothbrush, version unk, a metal rod came out of an oral-b brushhead, version unk into her mouth. The brushheads were replaced monthly. No symptoms developed.